Event description:
Reporter at the hosp reported this event. They stated that the suspect device was used to check the pt's blood and a result of 274 mg/dl was obtained at 11:55. The pt was given 6 units of insulin. Three hours later the suspected device was used again and the result was 329 mg/dl and the pt was unresponsive. A stat lab was ordered and the result was 26 mg/dl. Treatment is unk. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.